Event description:
On october 5th, the user contacted dario to report high blood glucose (bg) readings. The user reported that she received from her dario meter high bg readings of about 200 mg/dl. Due to these high readings, the user went to the hospital where her bg level was measured with the hospital's meter which read 81 mg/dl. In addition, the user reported that she measured her bg level with her mother's smart mobile device which read 94 mg/dl.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.